Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02334 and 2134265-2018-02333. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During the procedure, the ilab rebooted suddenly during pullback. Thus, automatic pullback failed. The system was able to be used again. However, while it is on all run, the bookmark thumbnail did not display even if it was switched with the icon on top of the screen. No patient complications were reported.